Manufacturer narrative:
Based on the additional information obtained regarding the v.a.c.® granufoam silver¿ dressing lot number 50666835, kci's assessment remains the same; it cannot be determined that the alleged "wound rot" and patient injury are related to v.a.c.® therapy. It was not possible for kci to determine if the lot numbers 2475883 (expiration date: apr 30 2016) and 50666835 (expiration date: may 31 2014) were used past its expiration date as the date of occurrence of the event is not available.

Event description:
A device history review of v.a.c.® granufoam silver¿ dressing lot number 50666835 determined that all end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged "wound rot" and patient injury are related to v.a.c.® therapy. There have been several attempts made to gather additional information. It is unknown if and what medical or surgical intervention was required. Nor is it possible for kci to determine if the lot numbers 2475883 (expiration date: apr 30 2016) and 50666835 (expiration date: may 31 2014) were used past its expiration date as the date of occurrence of the event is not available. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Device in mia status.

Event description:
On apr 20 2017, the following information was reported to kci by the distributor: "the patient had an operation related of kidney transplantation with diabetic disease already. After using the following device and product, the wound get rot. The patient is injured." On apr 25 2017, kci saudi arabia business unit manager provided unit and disposable identifiers. On apr 26 2017, the following information was reported to kci by the distributor: "... The available data is the only available data from the complaint we received from (B)(6) food & drug authority as mentioned down (B)(6) food & drug authority even did not send any data related to the patient, the hospital, or date of the event. The data we filled [associated with the date of the event] is from their mail only and talking to them over the phone..." The medical questionnaire was returned but provided no additional information. On may 01 2017, the following information was provided to kci quality engineering: the infov.a.c.¿ therapy unit is a customer owned unit that was sold to the distributor in 2010. The last qc check done at kci was on apr 06 2013. It was confirmed that the unit cannot be located and is not available for evaluation. A device history review of v.a.c.® granufoam silver¿ dressing lot number 2475883 determined that all end release testing of product and packaging met specifications. Note: the DHR review identified the expiration date of the dressing lot was apr 2016, however the distributor could not provide the exact date of occurrence of the event; therefore, kci is unable to confirm if the dressing was used past it expiration date. A device history review of v.a.c.® granufoam silver¿ dressing lot number 50666835 is currently pending completion. Note: per review of the image of the disposable packaging, the expiration date of the dressing lot was may 2014, however the distributor could not provide the exact date of occurrence of the event; therefore, kci is unable to confirm if the dressing was used past it expiration date.

Manufacturer narrative:
MDR-3009897021-2017-00064 sent on may 18 2017. Section model # wndinf. Correction: model # wndinc.